Event description:
As reported, the patient had a pre-existing surgical valve in the pulmonic position and received a 23mm sapien 3 ultra valve during a valve in valve procedure approximately one year ago. There was good flow across the new pulmonary valve with mild regurgitation noted, likely due to the wire and catheter. One month post implant tte performed showed no evidence of residual stenosis or mild regurgitation. Approximately 6 months post implant mild stenosis and mild insufficiency of the s3u valve were noted during tte. Peak gradient was 28mmhg, mean gradient was 15mmhg. 'Suspect small aneurysm or diverticulum at the right sinus of valsalva, adjacent to origin of rca' was noted during this study, also previously visualized in 2017, prior to s3u implant. Approximately 8-9 months post s3u implant the implanter post-dilated the valve in an effort to improve gradients with an unknown balloon, which resulted likely in edge dissection/aneurysms. Tte performed 9 months post implant indicated moderate pulmonary valve insufficiency but the gradient had improved from the balloon valvuloplasty (peak gradient 6mmhg). Now, one year post s3u implant and approximately 3-4 months post balloon valvuloplasty, cta of the patient's chest confirmed the presence of a pseudoaneurysm around the main pulmonary trunk also with the high attenuation collection extension onto the suprasternal notch and pre-sternal spaces. A series of three covered stents were placed, resulting in effective occlusion of the rvot pseudoaneurysm. There was persistence of flow in the distal connection into the main pulmonary artery. Attempts to embolize the distal site were unsuccessful. A 23mm sapien 3 ultra valve was positioned within the stents and dilated to 24mm in diameter. Coronary angiography was performed and felt to be normal. Patient transported back to picu. The physician believes the pseudoaneurysm was a consequence of the balloon post dilation in the spring, resulting in a retrosternal hematoma. There is no indication the injury resulted from the s3u valve or the s3u valve interaction with the patient's anatomy as it is with a pre-existing surgical valve.

Manufacturer narrative:
Medical records were received, information has been updated and added. Corrected b.5, b.7, d.1, and d.4. Added d.6 date. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 ultra valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. It is possible the event may be related to the patient's complex medical history. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient had a pre-existing surgical valve in the pulmonic position and received a sapien 3 valve during a valve in valve procedure roughly a year ago. Upon follow up the implanter post-dilated the valve in an effort to improve gradients with an unknown balloon, which resulted likely in edge dissection/aneurysms. Now 3 covered stents were placed inside of the sapien 3 valve in an attempt to seal the proximal and distal aneurysms, which were adjacent to the surgical valve. Additionally, a new sapien 3 ultra was implanted. The patient had a complex medical history.